Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/29/2015 with the following findings: the keypad was found to be peeling at the ok button. During testing, the up arrow button was unresponsive; the contrast button was intermittently unresponsive. The down arrow and ok buttons responded appropriately. The keypad was removed and there was evidence of contamination found under the up, down and contrast button contacts. Unrelated to the complaint, the audio bolus button cover was observed to be torn; the button responded appropriately during testing. Also unrelated to the complaint, investigation revealed that the battery compartment was cracked along the threads and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.